Event description:
It was reported that the pt was seizure-free with vns for 3 years after implant, but then began experiencing an increase in seizures around 2004. Around that time, it was found the pt had high impedance. The lead was never replaced as the pt's parents did not want to. The pt now has regular seizures and has the vns with a suspected fractured lead still implanted. Attempts for further info have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected.